Event description:
The pt had two leads (from the same lot). It was reported the pt had an abscess near the lead site. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.